Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a new stylus was attempted on the programmer, but they were unable to calibrate on screen. The calibration was so far off that they were unable to select start calibration. The caller was advised to return the programmer to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; it was noted the stylus was not seated properly, after reseating stylus connection stylus worked as expected. Analysis also found the printer drawer paper guide was broken off, the keyboard was missing, the right keyboard hinge was broken and the handle covers were scratched.if information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.